Manufacturer narrative:
B5: clarification of siemens receipt of initial complaint and date user facility medwatch was received was provided. H11: corrected data: b4: the date of this report was incorrectly reported as february 9, 2021. The correct date of the initial report was february 10, 2021. G3: date received by manufacturer was incorrectly reported as february 8, 2020 in the initial report submitted on february 10, 2021. The correct date is february 8, 2021.

Event description:
***Clarification*** the event was reported to siemens on (B)(6), 2021 by the customer (user facility). The reported incident was not determined to be reportable based on the information reported by the customer on (B)(6), 2021. User facility medwatch report (B)(4), was received by siemens on february 4, 2021, regarding the incident reported to siemens on (B)(6), 2021. Siemens re-evaluated the complaint based on the additional information provided in the user facility medwatch report and determined it was reportable on (B)(6), 2021. Siemens submitted medwatch report 3004977335-2021-63161 to the FDA on (B)(6), 2021 in response to the user facility medwatch and to provide investigation results.

Manufacturer narrative:
The local siemens service engineer evaluated the system and informed siemens that no logfiles for investigation have been generated. The complaint issue was identified as operator's error, and this was confirmed by the customer facility manager. Multiple manipulations, acquisition deletions/appendings and cancelled table movements by the technologist resulted in the problem. Without a savelog containing the necessary logfiles, a detailed technical investigation was not possible. The local siemens application specialist evaluated the event and responded as follows: "we scanned several times and could not replicate this error. We have rebuilt the protocol from the siemens defaults and have simplified it by removing a couple unnecessary steps." No product malfunction or design issue was discovered. Further investigation is not warranted at this time.

Event description:
This report has been filed as a manufacturer response to the user medwatch report (B)(4).the customer complaint, although reported to siemens on (B)(6) 2021, was not considered a reportable incident upon awareness and review. It was reported to siemens that the somatom definition as system aborted during a complex perfusion examination containing several scans. Siemens inquired about the health status of the patient and aside from the additional x-ray dose and lost contrast medium, no additional injury was reported. In addition, this incident was not reported as an emergency by the user.